Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the blood glucose ran high. The blood glucose reading was as high as 504 mg/dl. The customer treated with a manual injection and changed the site. The blood glucose was brought down to 278 mg/dl. The insulin pump then alarmed for no delivery and the customer noticed that the tubing was kinked. The drive support cap appeared normal and recessed. Insulin did exit with the manual prime and no leaks or air bubbles were observed. The insulin was clear and the insertion site was not sore or irritated. The insulin pump passed the high pressure test. The customer was advised to change the entire set, reservoir, and insulin and treat per a health care professional's instruction. The insulin pump was not returned or replaced.